Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient as just under 2 weeks out from total ankle replacement with medial mall screw. The patient came in for routine postop visit on (B)(6) 2022. It was noted upon wound inspection that there was some drainage from the medial wound. Upon palpation there was a frank purulence. Because of this, indicated for I&d. An MRI showed some possible connection of the fluid medially along with out of the anterior tibia along the side of the implant. The patient has been on IV antibiotic therapy with rocephin and daptomycin. The patient is keeping the fool elevated, has been non-weight bearing in a splint and taking a baby aspirin twice daily for dvt prophylaxis. The pain is well controlled and the infection is improving.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient as just under 2 weeks out from total ankle replacement with medial mall screw. The patient came in for routine postop visit on 11/3/22. It was noted upon wound inspection that there was some drainage from the medial wound. Upon palpation there was a frank purulence. Because of this, indicated for I&d. An MRI showed some possible connection of the fluid medially along with out of the anterior tibia along the side of the implant. The patient has been on IV antibiotic therapy with rocephin and daptomycin. The patient is keeping the fool elevated, has been non-weight bearing in a splint and taking a baby aspirin twice daily for dvt prophylaxis. The pain is well controlled and the infection is improving.